Manufacturer narrative:
(B)(4). The complaint devices were not returned. Each packaged device is inspected to confirm that the packaging is not damaged and that the package seals are complete. The devices are packaged to prevent damage and maintain sterility. The devices are manufactured in controlled production environments and routine bioburden monitoring is performed. Sterilization process has been validated. The devices were not returned to assist in our investigation. The devices are checked several times during mfg to assure sterility and mfg in a controlled production environment. It is possible that the infection was related to the procedure or other devices used and not the mfg of the embolization coils. However, a definitive root cause cannot be determined at this time. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment (qera) was updated to revision 1 in response to this complaint. Per the conclusion of qera, no further mitigating action is necessary at this time.

Event description:
Coil embolization of left internal iliac artery was performed on (B)(6) 2011. The procedure was completed without any notable problems. On (B)(6) 2011, CT revealed edema in the region that the coils were placed, no symptoms caused by bacteria was observed, but the physician considered it as infection since the symptom was improved after administration of antibiotic. The symptom was not completely resolved.